Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the device, with a lowest recorded blood glucose of 48 mg/dl and levels outside the target range for a couple of hours; no device alerts or alarms were reported, and the cause was unclear. Symptoms included no reported clinical effects. Outcomes included use of oral glucose (apple juice) and no medical intervention or hospitalization. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed no specific device-related failure identified and cause not determined. It was concluded that the event was user-reported hypoglycemia with unclear cause and no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.